Event description:
It was reported that during a procedure, the nc monorail balloon ruptured. The number of inflations and to what atms is unk. There is no information about the lesion. The procedure was completed with another of the same device. There were no patient complications reported.

Manufacturer narrative:
Product has been returned, however, the investigation is not complete at this time. A supplemental report will be filed when the investigation is complete.